Event description:
It was reported via a journal article, that during a angioplasty treatment procedure, a vessel dissection and occlusion occurred. The anatomical location was the middle cerebral artery (mca). A maverick balloon catheter was advanced and inflated to 6 atms for 1 to 2 minutes. An asymptomatic dissection of the mca and an occlusion of an anterior inferior cerebellar artery occurred with a secondary "paucisymptomatic" infarction of cerebellum and pons. An immediate post inflation angiogram was obtained. The modified rankin scale and national institutes of health stroke scale scores remained unchanged. One day post procedure unfractionated heparin was stopped and antiplatelet therapy with aspirin was started for 3 months to avoid post procedure embolic events. The procedure outcome and patient's status are unknown.

Manufacturer narrative:
Event date: (B)(6) 2010. Journal article: endovascular treatment of symptomatic intracranial arterial stenosis: six-year experience in a single-center series of 42 consecutive patients with acute and mid-term results. Journal: congress of neurological surgeons. Volume 67, number 6, december 2010, 1510. Device evaluated by manufacturer: the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).